Event description:
During verification testing at the service center, it was noted that the device door roller and door roller pin were broken. No additional info was provided.

Manufacturer narrative:
The device mechanism was received. Testing and investigation found that the device door roller and door roller pin were broken and the door did not close completely. The device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.